Event description:
The customer discovered that multiple patient samples tested for calcium on a dimension vista 1500 instrument were released to the physician(s) despite being flagged by the system. When the customer investigated the cause, they found that quality controls (qc) had been out of range on two instruments. The customer repeatedly tried recalibrating the method to attempt to resolve the qc issue, but continued to process and release patient results to the physician(s). The customer stated that all samples were repeated on an alternate instrument which was not affected by the qc issue, resulting as expected. It is unknown if the corrected results were provided to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse moved the calcium method to server 1. The cse recalibrated the instrument and had the customer perform a (B)(4) patient comparison testing between the three instruments in the lab, and all resulted within range. A siemens headquarters support center (hsc) specialist recommended that the customer ensure proper thaw and handling of calibrator products. The cause of the discordant, falsely elevated calcium results reported to the physician(s) while qc were out of range was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.